Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation regarding the reported issue with internal leakage test failure has been confirmed in problem description. No logs were provided. According to provided information the issue was resolved by replacing connector muff, filter holder, expiratory pressure transducer tube, inspiratory pipe and tube. After replacing these parts the ventilator passed all functional and safety test and was returned for clinical use. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).